Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup mode. The device was reprogrammed successfully. The patient was in stable condition.